Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve seemed ¿constrained¿ due to calcification in the native annulus. A balloon aortic valvuloplasty was performed. Two days after the implant, moderate to severe aortic insufficiency was reported. It was suspected that the balloon aortic valvuloplasty had torn one of the leaflets. Subsequently, a second valve was implanted, valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, it was reported that the constrained appearance of the valve was due to calcification in the native annulus. Echography was reviewed and noted that the valve appeared somewhat deep, therefore the deep implant position may have also played a role. Two days after the implant, moderate to severe aortic insufficiency was reported. It was suspected that the bav performed to expand the constrained valve had torn one of the leaflets. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Per the reviewed echography, suboptimal position may have played a role as the valve appeared somewhat deep. It was also reported, that it was difficult to appreciate if the leaflet tissue had been torn due to artifact from the device. However, in some views, the leaflet appeared to possibly flail and did not coapt properly, which also contributed to the reported insufficiency. If information is provided in the future, a supplemental report will be issued.